Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter, product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-sep-2005, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and an other drug, dose and concentration not reported via an implantable pump. On (B)(6) 2020 the patient reported he thinks they messed something up with their pump since it was implanted (B)(6) 2018. The patient thinks the pump was leaking and the catheter was clogged. The patient was in pain since the pump was implanted. The patient went through withdrawal in (B)(6) 2019 and had to call 911. The patient wasn¿t sure if the healthcare provider turned off the pump. The patient stated his ¿gut have a knot all the way thru since the pump was implanted and the pump was leaking in his gut.¿ no further complications were reported regarding the event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-jun-03. It was reported that the patient reported minimal pain relief since implant with no reported falls. The patient had recently switched pain management doctors and the new doctor sent the patient for a dye study. The doctor could not aspirate the catheter, so the procedure was aborted. The issue was unresolved. No surgical intervention had occurred at the time of report and it was unknown if surgery was planned. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated they did CT scan and ultrasound and they say the "knot" was a thin layer of fat. It was noted the knot was moving into his chest cavity.